Event description:
The patient was to have stent of superior mesentaric artery. The stent, a balloon expandable, was separated from the balloon shaft and was noted to be in the abdominal aorta. This was successfully retrieved with a snare and the procedure was aborted. There were no untoward complications to the patient.